Event description:
It was reported that during an unknown procedure, the scalpel could not activate during the procedure and could not pass the pre-run test again. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. It was also noted that the blade was returned bent. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator and resulted with an error code 5. This was due to the damage to the blade (bent). This was the cause of the activation issues that the customer was having. No conclusion could be made as to how the blade was damaged. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.